Manufacturer narrative:
Device not returned, no evaluation will be performed. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported, the arthroplasty was revised due to acetabular loosening. The acetabular component was revised. The components were implanted in situ for 1.50y. Medical records and x-rays were not provided to stryker for review.